Event description:
It was reported that the patient was experiencing more pain despite being at maximum dosage of buprenorphine medication. The ipg was causing discomfort to patient and was not providing adequate pain coverage.

Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago from the date the manufacturer was made aware.